Event description:
Post-op inflammation& post-op infection. This case is from health authority. The patient underwent surgery for lumbar disc herniation. Fluid gelatin and hemostatic gauze were used during the surgery. The surgery went smoothly and the patient was discharged. The patient developed fever after the surgery and came to the hospital for further treatment 12 days later. Considering postoperative infection of the lumbar spine, the patient was given antibiotics for active treatment. The patient's symptoms improved without any special discomfort and was discharged. 273 days after the surgery, the patient was admitted to the hospital again for postoperative pain in the lumbar spine and underwent surgery. The patient was discharged after the wound healed. No product is available for evaluation. Event date: 08/06/2024, procedure date: (B)(6) 2024.